Event description:
Customer reported erroneous differential test results were obtained for one pt sample when using the coulter lh 750 hematology analyzer. The test results were determined to be erroneous based on a manual differential and rerun of the pt sample. Erroneous test results were not reported out of the lab. No reports of death or serious injury, and no affect to pt treatment as a result of this event.

Manufacturer narrative:
The instrument was within quality control specs with respect to controls and reproducibility. Two levels of controls are run once per shift. Controls were run before but not after this incident. On (B)(4) 2008, the field service engineer evaluated the analyzer and removed crimped tubing from the differential mixing chamber. The fse then verified instrument performance. Raw data analysis was conducted. Raw data indicated that the pattern was different for the initial test, as compared to the subsequent retests. The algorithm identified the majority of events were located in the lymphocyte region and reported high lymphocyte%. Root cause is instrument hardware related to replacement of crimped tubing on the diff mixing chamber. Also, the instrument failed to flag the unusual scatter pattern producted during this incident. This reportable event was identified during a retrospective review conducted between (B)(4), 2008 and (B)(4), 2010 of complaints for add'l reportable events.